Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the secondary tubing separated at the drip chamber during an unspecified infusion.

Manufacturer narrative:
The customer¿s report that the tubing separated from the drip chamber was confirmed. Visual inspection noted that the vinyl tubing was completely separated from the drip chamber with fluid leaking from the separation. Functional testing was not performed due to the separation. Visual inspection under magnification showed that both sides of the tubing had insufficient solvent applied at the engagement. Dimensional analysis was performed and the tubing measured within specification. The root cause of the tubing separation was a manufacturing issue due to insufficient solvent being applied at the junction of the tubing and drip chamber.

Event description:
The customer reported that after a one hr. Infusion of etopiside, the rn was removing the set and empty bag from the IV pole when the secondary tubing separated from the drip chamber. There was no report of patient or user harm.

Manufacturer narrative:
Concomitant medical products: 500ml baxter bag ndc: (B)(4); lot number: 16f28e8j; exp: 11-2017; etoposide (vepesid); phaseal adapter . The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a secondary etoposide (vepesid) (152.8 mg/ 537.64ml) was programmed to infuse for 1 hr. After the completion of the infusion, the rn was removing the set and empty bag from the IV pole when the tubing separated from the drip chamber.